Event description:
During an atrial tachycardia procedure, interference was noted with the catheter which caused a delay. A new generator was obtained from a different hospital resulting in a 20 minute delay. The procedure was completed with no patient consequences.

Manufacturer narrative:
Based on the information received, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Manufacturer narrative:
One ampere¿ rf ablation generator was received for evaluation. Visual inspection revealed all connectors, switches, and label were free of physical damage. When power was applied, a white flash was noted on the screen. The ampere passed the post (power-on-self-test) and the screen came up normally. The ampere was power cycled multiple times and the white flash on the screen was not repeated. The setting on the screen was able to be adjusted and all the buttons were functional. The equivalent remote and a known-good footswitch were connected and passed all communication testing. Evaluation testing, which includes functional and temperature testing were all successful. Resistance testing for the egm connector port was successful. The ampere was left on for approximately four hours and a message stating: ¿startup failed. Button pressed during startup. Restart¿ was noted on the screen. All buttons on the ampere, including the standby button were checked, and all buttons were not pressed. The ampere was power cycled, the screen came up normally and the ampere was left on for an extended period with no anomalies observed. The error message occurred during investigation was not able to be repeated. This symptom is consistent with intermittent functionality of the front panel assembly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information and investigation provided to abbott, the root cause was isolated to intermittent functionality of the front panel.